Event description:
Memobag broke during use. Like a small hole. Additional information: contents of the bag fell into the patient and all were removed using a new bag. Normal force was applied. The hole was at the bottom of the bag. The trocar size was 12mm. Surgery was delay 30 minutes. The was no patient harm.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments , cutting devices, morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information about reported defect. Root cause was determined same as in complaint (B)(4) (reference from customer) where the photo of defective samples was available. As the root cause of this complaint was not determined, no corrective I preventive actions in production are deemed necessary to introduce.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Memobag broke during use. Like a small hole. Additional information: contents of the bag fell into the patient and all were removed using a new bag. Normal force was applied. The hole was at the bottom of the bag. The trocar size was 12mm. Surgery was delay 30 minutes. There was no patient harm.